Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, renal failure occurred. A 3.00x16mm taxus liberte stent was deployed in an unknown vessel. Two weeks post the stent implantation, the patient developed renal failure.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.